Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x200, 135cm charger balloon catheter was advanced for dilatation however, during inflation at nominal pressure, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.